Event description:
Allegation - the head section of this bed is drifting. No injury.

Manufacturer narrative:
Resolution - at this time of this report, there has been no confirmation the bed was repaired; however, the recommendation was to clean the head drive brake bearing.